Event description:
For a 24 hour holter ECG 5 ECG electrodes were used. After the procedure severe skin reactions were discovered under the gel area of three of these electrodes. The reactions consisted of reddening and blisters. It has not been determined yet, which of the 5 electrodes' sites showed the reactions. The reactions were treatment with cortisol containing cream, dermatopcrem 30.0. A second patient who underwent a similiar diagnostic procedure in the same practice had similar skin reactions but required no medical intervention. The skin had been prepped, supposedly with benzine, but has not been dried. No relevant medical history has been reported.